Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr). The first clip was implanted without issue, in the center of a2/p2 of the mitral valve. To further reduce mr, a second clip was advanced to be implanted lateral to the first clip. However, the anterior gripper arm did not lower. The clip was not implanted and was replaced. Another clip was implanted, reducing mr to 2+. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported gripper actuation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.